Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with broken/removed tamper seals and cracks on the case top tube holders, case bottom, alternating current receptacle, and both plunger cases. Error history log identified motor rate error. Occlusion test confirmed the motor rate error. The root cause of the reported issue was found to be due to normal wear life. The pump was over 14 years old at the time of investigation. Actions were taken to mitigate the reported issue: main board, motor assembly (stepper motor included), worm gear, leadscrew and clutch halves were replaced. Occlusion test was performed and all functional tests were passed. This MDR was generated under protocol (B)(4).